Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. Reportedly the customer changed out supplies to address occlusion alarms. Reportedly the customer had an alternate pump and manual injection supplies for insulin therapy.